Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead and right atrial (ra) lead were unable to be placed as the helix was used several times resulting in bad sensing in all positions. The leads were removed and replaced to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix became inoperable when lug is stuck behind or on retraction stop. The helix does not extend or retract due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.